Event description:
The home patient's (hp) caregiver (cg) contacted corporate product surveillance to report that when they put a new cassette in the homechoice (hc) machine, it will always say "check line." The cg will check it three or four times and then the hc will say "disregard cassette." The sample is available for evaluation. Product surveillance contacted the cg on 10/29/2009 to obtain additional information regarding the reported problem. The cg said that therapy has been going well and there hasn't been any other issues. There was no patient injury or medical intervention indicated at the time of the call.

Manufacturer narrative:
Balloon detachment. MDR follow up-customer report was confirmed. The catheter was returned missing the balloon latex, and both distal and proximal windings, and none were returned. There is no visible damage to the catheter body.

Event description:
Balloon was detached from the bottom during procedure at neck shunt and it remained in patient body.